Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during device interrogation anomalous egm results were noted from the programmer. The device was re-interrogated in an emi free environment and the anomaly was gone. The patient will be monitored.